Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that the patient presented to the emergency room due to a syncopal episode. The device and right ventricular (rv) lead exhibited high out-of-range pace impedance measurements, which had gradually increased over past two years. Boston scientific technical services (ts) was contacted for assistance and discussed the possibility of a rv lead fracture. A procedure was done to implant a new rv lead, however the new lead was attempted. This product remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report will be updated should further information be received.

Event description:
Additional information received indicates that the patient was given a life vest and is scheduled for a right ventricular (rv) lead replacement procedure. It is suspected that the previous syncopal episode was related to the rv lead issue. This product remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information indicates a revision procedure was performed and the rv lead was explanted. A new rv lead was successfully implanted. The device remains implanted with the new rv lead. It was also reported that the lead was not tested with the pacing system analyzer (psa) prior to being explanted and there was no evidence of physical damage noted on fluoroscopy. No additional adverse patient effects were reported.